Event description:
I am reaching out due to having purchased 2 separate bags of the "easy touch insulin syringes- 30 gauge/ 1ml cc/ 5/16" 8 mm/ u- 100 short needles" both of the bags had at least 1 defective syringe. One of the "handles" was broken on 1 syringe, in each bag. Totaling 2 defective syringes. The lot # on the bags is: 75032 on both bags. I purchased them at (B)(6). On wed. (B)(6) 2026, and also on thurs. (B)(6) 2026. I am hoping that these defective items can somehow be replaced. I understand that the cost may not be very high, monetarily speaking. However, it has caused me aggravation, wasted time, and more money then was budgeted to spend on these items. The broken handles are sharp, and I was unable to hold or use either one properly. I injured my hand trying to use these defective products. I.s replaced.